Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the update the h3 section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no.2 to update and to provide the completed investigation results. Two unused 6fr angio-seal evolution device was received for product evaluation. The evolution device was returned in the sealed header bag with all of the accessory components. All of the accessory components were removed from the packaging and examined. Visual inspection revealed no gross anomalies with the hemostasis sheath, arteriotomy locator and guidewire. The poly-foil pouch was opened carefully and the evolution device was examined. No visual anomalies were noted. For functional testing was conducted on both unused samples, deployment in a vessel model was carried out. The hemostasis sheath and arteriotomy locator were assembled and placed into the vessel model. No anomalies were noted. The arteriotomy locator was then removed from the hemostasis sheath and the carrier tube assembly(evolution device assembly) was inserted. Then, the hemostasis sheath was properly mated with the deployment sleeve in the forward lock position. A clear snap was detected. The anchor became exposed at the distal end of the hemostasis sheath. The deployment sleeve was then moved into the full rear lock position exposing the color bands and posting the anchor to the distal tip of the hemostasis sheath. The body of the device was then pulled back which engaged the autotamping mechanism. The collagen was tamped, the suture release button was pressed. The suture subsequently released from the spool. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned unused devices were of the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The user facility reported upon attempting to deploy an angio-seal device the plug remained in the sheath and would not detach however the string came away. Hemostasis was achieved by manual pressure. The patient had to stay overnight. The patient experienced minor harm.